Manufacturer narrative:
Investigation: visual inspection: visible deformation of the progav outer housing, leakage in the kink protection and the catheter between the reservoir and the progav.the distal peritoneal catheter was shortened and ligated at the end. Permeability test: all components are permeable, bloody liquid flushed out.during the test, no fluid leaked from the damaged area in the catheter between the reservoir and the valve. Adjustabilty test: the progav is adjustable to all pressure settings. Computer control test: no deviations, all valves operated within the specification. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Result: based on our investigation results, we can determine visible deformation of the progav valve and a damage of the catheter between the valve and the reservoir. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude the occurrence of a manufacturing defects as all our products are individually checked visual, for tension and permeability before packaging, sterilization and shipment. Excessive kinking during implantation or previous damage by an instrument can cause this kind of damage. Therefore, as described in the IFU, the following point must be observed: "the catheters should only be blocked with a sheathed clamp and not directly behind the valve as they might be damaged otherwise."

Event description:
It was reported that a progav shuntsystem (#fv434-t) will be implanted during a procedure performed on (B)(6). 2024. According to the complainant, after implantation a leakage was found in the tube, and the shunt tube was replaced to complete the surgery. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the surgical intervention.